Manufacturer narrative:
A patient experienced uncomfortable pocket heating with the low energy charger. It was also noted that pocket heating persisted while ipg was not being recharged as well. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced uncomfortable pocket heating with the low energy charger. It was also noted that pocket heating persisted while ipg was not being recharged as well. Current program setting is burster with a target of 0.80ma and a cycle time of 30s on/90s off. Patient reported the ipg felt ¿hot internally and to the touch. Ipg is recharged with stimulation on and both with and without the antennae pouch. It was noted that patient has lost/gained 50-60 pounds over the past 6 months. Surgical intervention may be undertaken to address this issue.